Event description:
It was reported that the patient alleged that her "stimulator broke in half." The patient symptoms were unknown. Additional information received reported that the patient's system was explanted on (B)(6) 2012. The patient outcome was not reported. Additional information was requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4). Analysis of the implantable neurostimulator (ins) (serial # (B)(4)) found that the battery was at normal end of life and the telemetry was "okay". Analysis of the extensions (serial #s (B)(4)) found that they had both been segmented through the body. Analysis of the lead (serial # (B)(4)) found that the conductors were broken at the anchor site. Lead circuits #0-2 conductor wires were broken (overstressed). All conductor wires were broken between 4.5 and 5 cm form the distal end of the lead. System test from the cut extension to the cut lead found that continuity was acceptable on all circuits. A system test on the cut extension to the cut lead found that circuit 0-2 was open. There were no shorts. Circuits 0-3 conductor wires were broken 5 cm from the distal end. A conductor wire was broken 4.5 cm from the distal end in circuit 4-7 leg.

Manufacturer narrative:
Product ID 748951, serial# (B)(4), implanted: 2004 (B)(6), explanted: 2012 (B)(6), product type extension, product ID 748951, serial# (B)(4), implanted: 2004 (B)(6), explanted: 2012 (B)(6), product type extension, product ID 7435, serial# (B)(4), implanted: 2004 (B)(6), product type programmer, patient product ID 3998, lot# j0412294v, implanted: 2004 (B)(6), explanted: 2012 (B)(6), product type lead. (B)(4).